Manufacturer narrative:
The probable root cause may be attributed to electrical issues with the board from the cardcage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, repeated non-recoverable errors 31221 occurred. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site had performed hard power cycle the system, but the issue was not resolved. Tse had site perform another reboot on the system, but error 95 occurred indicating system overheat. Tse advised site to check vision side cart (vsc) fan filters for dust. Site elected to swap the vision side cart (vsc) with another system vsc to continue with the procedure. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced card cage to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure was confirmed and not replicated. Upon visual inspection, no issues were found that would be related to the reported failure. In logs, the error 31221 node upd and 95 node was found confirming the fault occurred in the field. The card cage was installed and tested into a golden system where the component functioned as expected. The system started up without any error with good image. The audio was loud and clear. The functionality test, passed. Ran 50x power cycles with this part, all passed. All the gantry motors were moved the full range of motion without any issue. The part remained on the test for hours in normal operation while testing other the part, it performed without any error.